Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the right atrial lead was capturing the ventricle due to dislodgement and high capture thresholds. On (B)(6) 2022, the physician elected to explant and replaced the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and inappropriate capture. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.